Event description:
Healthcare professional reported a left side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: one opening observed on posterior side assessed as unidentified (tear)opening. (Shell thickness was within specification). Additional observations: creases were observed. Observed air voids, valve area (vv), it is out of specification per qa199.06. Was identified which is characterized as a workmanship however, has no relation to the complaint. Broken observed on plug strap side assessed as unidentified (tear)opening and missing piece of plug strap assessed as inconclusive. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted and replaced.